Event description:
Healthcare professional reported left side capsular contracture, baker grade ii/iii. Device has remains implanted.

Manufacturer narrative:
Calcification to d.6a implant date: implant date was provided as 2005. 01jul2005 is being reported to best align with the manufacturing date. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.